Event description:
The lens did not fold correctly when implanted in pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR # 1920664-2007-01535 for the delivery device used with this intraocular lens.